Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restriction event site full name: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by getinge field service engineer (fse), cs100 intra-aortic balloon pump (iabp) has no record of when the 5000-hour engine kit and lead-action batteries were replaced.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 it was reported that during preventive maintenance (pm) performed by getinge field service engineer (fse) the cs100 intra aortic balloon pump (iabp) 5000 hour engine kit and lead action batteries were replaced. Battery test performed and approved by the equipment system. No patient involvement. Unit released for use.

Event description:
N/a